Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose (bg) level was "low"; although specific value was not provided. The customer experienced a seizure and fell due to the low bg. The customer with assistance from her son, consumed carbohydrates to address the low bg. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.